Event description:
It was reported that during set-up of a da vinci si surgical procedure, the handle on the harmonic ace insert accessory fell off.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode, with the following clarification. The teflon pad broke off the clamp arm completely. The teflon pad was not returned. The insert installed on an in-house harmonic ace curved shears instrument failed a generator test sequence due to debris on the base of the curved bladed. No other physical damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.